Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited p-wave oversensing. The health care professional (hcp) asked technical services (ts) for recommendations on device programming. This device remains in service. No adverse patient effects were reported.